Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. Visual inspection: the handle with quick coupling, small (part # 311.43, lot # 6510325) was received with the screwdriver stuck to the handle with quick coupling. Functional test: the screwdriver and the quick coupling portion of the handle are stuck together and cannot be pulled apart. This is consistent with the reported complaint condition, thus confirming the complaint. The complaint was not able to be replicated since the devices cannot be separated. Dimensional inspection: dimensional analysis was not performed as relevant features are not accessible since the screwdriver is stuck to the quick coupling. Conclusion: the complaint condition is confirmed as the handle with quick coupling, small (part # 311.43, lot # 6510325) was received with the screwdriver stuck and unable to be separated. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 311.43, synthes lot # 6510328, supplier lot # na, release to warehouse date: 08 nov 2010, (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a hardware removal, a hexagonal screwdriver shaft became stuck to a small handle with quick coupling. Another handle was pulled to use for the rest of the case with a different shaft, but it was discovered to be missing its rear piece. Procedure was completed successfully. It is unknown if there was surgical delay. There was no patient consequence. Concomitant device reported: unknown handle (part # unknown, lot # unknown, quantity 1). This report is for one (1) handle with quick coupling, small. This is report 2 of 2 for (B)(4).